Event description:
Customer reported the device no longer grasps attachments. This is report 1 of 1 for #com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed the device locking mechanism was faulty due to improper handling. The device was repaired and returned to customer on (B)(6) 2013.